Event description:
After wearing the glove, hematology supervisor developed an itchy rash on their hands, with scales and weeping. Patient also had hives. A dermatologist prescribed clobetasol propionate 0.05%. Employee does not remember specific date of incident, stating it was sometime in 2002.